Event description:
No additional information received.

Manufacturer narrative:
Investigation summary : thank you for sending in your sample, however we are unable to locate it at this time. Please understand this is a rare occurrence and we apologize. Should the sample be located we will re-investigate and respond back to you with the results. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 3ml syringe plunger movement was difficult. The following information was provided by the initial reporter: caller reported she is having issues when drawing air into the syringe. The plunger gets stuck and won't allow her to.